Event description:
It was reported that an unknown amount of anesthesia given to patient. Several anesthesiologists noticed the tubing had disconnected after they had just given medication to a patient. Because they do not witness the tubing disconnection, they do not know when the tubing came apart and if the patient received the medication or how much of it. There was no patient harm.

Manufacturer narrative:
Created supplemental to update b5 and h6 device code.

Manufacturer narrative:
No product will be returned per customer. No investigation was performed. Although request, patient demographics were not provided.

Event description:
It was reported that an unknown amount of anesthesia given to patient. Several anesthesiologists notice the tubing had come apart after they have just given medication to a patient. Because they do not witness the tubing coming apart, they do not know when the tubing came apart and if the patient received the medication or how much of it. There was no patient harm.